Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control results before and after the event were within range. A reagent problem could be ruled out. No other tests were affected. No hardware issues were found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable cholesterol gen.2 (chol) result for one patient on their c501 analyzer. The patient's initial chol result was 13.8 mg/dl and it was reported outside the laboratory. The physician called back questioning the result, so the customer repeated the sample on the same c501 analyzer. The repeat results were 152 mg/dl and 153 mg/dl. The repeat results were deemed to be the correct results. The patient was not adversely affected by this event. The chol reagent lot number was 691238. The expiration date was requested but not provided. The field service representative could not duplicate the issue. He performed a mechanism check with no issues seen in the fluidics. He inspected the quality control. A precision test was performed with good results.